Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an esophagogastroduodenoscopy (egd) with dilation procedure on (B)(6) 2016. According to the complainant, during the procedure, there was difficulty in deflating the balloon. To deflate the balloon, wall suction was used to remove all liquid from the balloon. It was also noted that the catheter had kinked. The procedure was completed with another cre wireguided balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: a visual examination of the complaint device revealed that there was a kink in the distal section of the guidewire. A functional evaluation was performed and showed that after the kinked part of the guidewire was advanced the balloon was easily deflated. The device failure likely occurred due to anatomical or procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an esophagogastroduodenoscopy (egd) with dilation procedure on (B)(6) 2016. According to the complainant, during the procedure, there was difficulty in deflating the balloon. To deflate the balloon, wall suction was used to remove all liquid from the balloon. It was also noted that the catheter had kinked. The procedure was completed with another cre wireguided balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.